Manufacturer narrative:
Concomitant devices 4255972 02-010-03-0240 - logic cr femoral cem, left, sz 4.. 4443162 200-02-35 - three peg patella 35mm. 4524586 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 93 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: type of investigation. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.